Event description:
The distributor reported that the product was used on a premature infant. The product was left for 7 days, and upon removal for a dressing change, a skin irritation, or burn was observed under the dressing. The product appeared yellow and saturated. The irritated area was cleansed with saline and healed well. No additional treatment was required. Four incidents involving four separate pts were reported.